Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open rash under the device. The patient had a history of allergies and sensitive. The patient alleged the cause of the rash was a medication that was unrelated to the device. There was no alleged device malfunction. The patient's physician prescribed the patient a cream for the rash not under the device and the patient used that cream on the rash underneath the device. The patient removed the device. The patient's medical condition is unknown at this time.